Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 47-year-old female patient who had essure (batch no. 623223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included appendicitis in 2012, hypothyroidism in 2006, hashimoto's disease and colon cancer (surgeries, lab tests (B)(6) 2018, poor wound healing). Concurrent conditions included hyperlipidemia (on low cholesterol diet) since 2012, nickel sensitivity since 1985, depression and stress incontinence. Concomitant products included levothyroxine and liothyronine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced allergy to metals ("allergic reaction to nickel jewelry"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient underwent endometrial ablation ("ablation"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced fatigue ("fatigue."). In (B)(6) 2017, the patient experienced rheumatoid arthritis ("autoimmune diagnosed: ra"). On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"), 9 years 6 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), ankylosing spondylitis ("ankylosing spondylitis"), alopecia ("hair loss"), anxiety ("anxiety") and nausea ("nausea"). The patient was treated with azathioprine, hydroxychloroquine and surgery (essure removal, total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, abdominal pain, endometrial ablation, ankylosing spondylitis, alopecia and anxiety outcome was unknown, the dyspareunia, vaginal discharge, migraine and nausea had resolved and the rheumatoid arthritis and fatigue was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, ankylosing spondylitis, anxiety, dyspareunia, endometrial ablation, fatigue, migraine, nausea, pelvic pain, rheumatoid arthritis and vaginal discharge to be related to essure. The reporter commented: patient received treatment for pelvic pain , abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of product technical complaint. On 28-jan-2020: medical records received : reporters added. Concomitant conditions added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 47-year-old female patient who had essure (batch no. 623223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included appendicitis in 2012, hypothyroidism in 2006, hashimoto's disease, colon cancer (surgeries, lab tests (B)(6) 2018, poor wound healing), endocervicitis, paratubal cyst and leiomyoma nos. Concurrent conditions included hyperlipidemia (on low cholesterol diet) since 2012, nickel sensitivity since 1985, depression and stress incontinence. Concomitant products included levothyroxine and liothyronine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced allergy to metals ("allergic reaction to nickel jewelry"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient underwent endometrial ablation ("ablation"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced fatigue ("fatigue."). In (B)(6) 2017, the patient experienced rheumatoid arthritis ("autoimmune diagnosed: ra"). On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"), 9 years 6 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), ankylosing spondylitis ("ankylosing spondylitis"), alopecia ("hair loss"), anxiety ("anxiety") and nausea ("nausea"). The patient was treated with azathioprine, hydroxychloroquine and surgery (essure removal, total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, abdominal pain, endometrial ablation, ankylosing spondylitis, alopecia and anxiety outcome was unknown, the dyspareunia, vaginal discharge, migraine and nausea had resolved and the rheumatoid arthritis and fatigue was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, ankylosing spondylitis, anxiety, dyspareunia, endometrial ablation, fatigue, migraine, nausea, pelvic pain, rheumatoid arthritis and vaginal discharge to be related to essure. The reporter commented: patient received treatment for pelvic pain , abdominal pain discrepancy noted insertion- (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2021: mr received. Reporter's information added.medical history were added.fu received.no new significant change made in medical context of case. Case made significant due to imdrf hardcheck. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 47-year-old female patient who had essure (batch no. 623223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included appendicitis in 2012, hypothyroidism in 2006, hashimoto's disease, colon cancer (surgeries, lab tests (B)(6) 2018, poor wound healing), endocervicitis, paratubal cyst and leiomyoma nos. Concurrent conditions included hyperlipidemia (on low cholesterol diet) since 2012, nickel sensitivity since 1985, depression and stress incontinence. Concomitant products included levothyroxine and liothyronine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced allergy to metals ("allergic reaction to nickel jewelry"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient underwent endometrial ablation ("ablation"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced fatigue ("fatigue."). In (B)(6) 2017, the patient experienced rheumatoid arthritis ("autoimmune diagnosed: ra"). On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"), 9 years 6 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), ankylosing spondylitis ("ankylosing spondylitis"), alopecia ("hair loss"), anxiety ("anxiety") and nausea ("nausea"). The patient was treated with azathioprine, hydroxychloroquine and surgery (essure removal, total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, abdominal pain, endometrial ablation, ankylosing spondylitis, alopecia and anxiety outcome was unknown, the dyspareunia, vaginal discharge, migraine and nausea had resolved and the rheumatoid arthritis and fatigue was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, ankylosing spondylitis, anxiety, dyspareunia, endometrial ablation, fatigue, migraine, nausea, pelvic pain, rheumatoid arthritis and vaginal discharge to be related to essure. The reporter commented: patient received treatment for pelvic pain , abdominal pain discrepancy noted insertion- (B)(6) 2019. Lot number: 623223 manufacturing date: 2009-03 expiration date: 2012-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), ankylosing spondylitis ('ankylosing spondylitis'), autoimmune thyroiditis ('hashimoto disease') and rheumatoid arthritis ('autoimmune diagnosed: ra,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ankylosing spondylitis (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, ankylosing spondylitis, autoimmune thyroiditis, rheumatoid arthritis, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, ankylosing spondylitis, autoimmune thyroiditis, pelvic pain and rheumatoid arthritis to be related to essure. The reporter commented: patient received treatment for pelvic pain , abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added pelvic pain , abdominal pain, ra, ankylosing spondylitis, hashimoto disease, hair loss. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 47-year-old female patient who had essure (batch no. 623223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included appendicitis in 2012, hypothyroidism in 2006, hashimoto's disease and colon cancer (surgeries, lab tests (B)(6) 2018 to (B)(6) 2018, poor wound healing). Concurrent conditions included hyperlipidemia (on low cholesterol diet) since 2012, nickel sensitivity since 1985, depression and stress incontinence. Concomitant products included levothyroxine and liothyronine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced allergy to metals ("allergic reaction to nickel jewelry"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient underwent endometrial ablation ("ablation"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced fatigue ("fatigue."). In (B)(6) 2017, the patient experienced rheumatoid arthritis ("autoimmune diagnosed: ra"). On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"), 9 years 6 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), ankylosing spondylitis ("ankylosing spondylitis"), alopecia ("hair loss"), anxiety ("anxiety") and nausea ("nausea"). The patient was treated with azathioprine, hydroxychloroquine and surgery (essure removal, total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, abdominal pain, endometrial ablation, ankylosing spondylitis, alopecia and anxiety outcome was unknown, the dyspareunia, vaginal discharge, migraine and nausea had resolved and the rheumatoid arthritis and fatigue was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, ankylosing spondylitis, anxiety, dyspareunia, endometrial ablation, fatigue, migraine, nausea, pelvic pain, rheumatoid arthritis and vaginal discharge to be related to essure. The reporter commented: patient received treatment for pelvic pain , abdominal pain discrepancy noted insertion- (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: no new clinical information amendment: the report was also amended for the following reason: information transferred from deletion case (B)(4)- reporter, source documents and reference section were transferred to this case.legacy device report num-2951250-2020-02053. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), ankylosing spondylitis ('ankylosing spondylitis'), autoimmune thyroiditis ('hashimoto disease') and rheumatoid arthritis ('autoimmune diagnosed: ra') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". Concomitant products included levothyroxine. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ankylosing spondylitis (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), alopecia ("hair loss"), abdominal pain ("abdominal pain"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue.") And underwent endometrial ablation ("ablation"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, ankylosing spondylitis, autoimmune thyroiditis, rheumatoid arthritis, alopecia, abdominal pain, anxiety, migraine, nausea, vaginal discharge, fatigue and endometrial ablation outcome was unknown. The reporter considered abdominal pain, alopecia, ankylosing spondylitis, anxiety, autoimmune thyroiditis, endometrial ablation, fatigue, migraine, nausea, pelvic pain, rheumatoid arthritis and vaginal discharge to be related to essure. The reporter commented: patient received treatment for pelvic pain , abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporter information and concomitant drug was added. New events "ablation, psychological or psychiatric problems condition: anxiety, migraines / headaches, nausea, vaginal discharge, fatigue" were added. Essure confirmation test was not performed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 47-year-old female patient who had essure (batch no: 623223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included appendicitis in 2012, hypothyroidism in 2006, hashimoto's disease and colon cancer (surgeries, lab tests on (B)(6) 2018, poor wound healing). Concurrent conditions included hyperlipidemia (on low cholesterol diet) since 2012 and nickel sensitivity since 1985. Concomitant products included levothyroxine and liothyronine. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced allergy to metals ("allergic reaction to nickel jewelry"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2009, the patient underwent endometrial ablation ("ablation"). On (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced fatigue ("fatigue."). On (B)(6) 2017, the patient experienced rheumatoid arthritis ("autoimmune diagnosed: ra"). On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"), 9 years 6 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), ankylosing spondylitis ("ankylosing spondylitis"), alopecia ("hair loss"), anxiety ("anxiety") and nausea ("nausea"). The patient was treated with azathioprine, hydroxychloroquine and surgery (essure removal, total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, allergy to metals, abdominal pain, endometrial ablation, ankylosing spondylitis, alopecia and anxiety outcome was unknown, the dyspareunia, vaginal discharge, migraine and nausea had resolved and the rheumatoid arthritis and fatigue was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, ankylosing spondylitis, anxiety, dyspareunia, endometrial ablation, fatigue, migraine, nausea, pelvic pain, rheumatoid arthritis and vaginal discharge to be related to essure. The reporter commented: patient received treatment for pelvic pain , abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: plaintiff fact sheet received: events added- dyspareunia, allergic or hypersensitivity reaction type: nickel jewelry, lot number added, events outcome updated, events onset date, concomitant drug, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.